Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0139222. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation,a physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: "at 14:00 on today((B)(6) 2021), an indwelling venipuncture (newly opened package) was performed for the child. After successful puncture and blood return was observed, bleeding at the end of the sealing plug was exiting the steel needle, and iodine volt disinfected the end of the sealing plug. After observation, there was no further bleeding."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 14:00 on (B)(6) 2021, an indwelling venipuncture (newly opened package) was performed for the child. After successful puncture and blood return was observed, bleeding at the end of the sealing plug was exiting the steel needle, and iodine volt disinfected the end of the sealing plug. After observation, there was no further bleeding"